Event description:
Pt with recurrent chest pain found to have stenosis in the lad distal to the internal mammary artery. The native lad artery was occluded proximally. Angioplasty and stenting were attempted using suspect medical device. During angioplasty the balloon part of the catheter separated from the device and embolized into the distal lad. Attempts to remove the separated piece with a snare were unsuccessful. The pt developed acute closure of the proximal left internal mammary artery. This was successfully re-opened with angioplasty and stenting of that region but there was no flow seen in the anterior descending artery distally. An intraoartic balloon pump was placed. The pt had chest pain and was taken for an urgernt left thoracotomy. Pt had received plavix and multiple doses of heparin. During the thoracotomy a small arteriotomy was made at the apex of the anterior descending artery. The retained piece of catheter was removed with some restoration of flow in the distal vessel, although it was diminished. Pt went to ccu after the thoracotomy and remains there as of the time of this report. Device was inspected.